Event description:
During a total hip replacement procedure, tip of lewin clamp broke. Tip found inside the pt via post-op x-ray. Tip retrieved. Physician had to re-open the pt to retrieve the tip. The tip was retrieved without incident.